Manufacturer narrative:
The total protein reagent lot number was 89894601 with an expiration date of 30-nov-2026. The glucose reagent lot number was 849658. The expiration date was not provided. The field service engineer (fse) adjusted and replaced the reagent probe, rinse tubing, and sample syringe, and decontaminated the systems. A hardware check was performed, and the results were within specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable low glucose hk gen.3 and total protein gen.2 results for 4 patient samples tested on the cobas 8000 c702 module. Glucose: sample 1: the initial result was 14 mg/dl. The repeat result was 89.4 mg/dl on another module. Sample 2: the initial result was 5 mg/dl. The repeat result was 139.1 mg/dl on another module. Total protein: sample 3: the initial result was 0.44 g/dl. The repeat result was 7.7 g/dl on another module. Sample 4: the initial result was 0.68 g/dl. The repeat result was 7.87 g/dl on another module. No questionable results were released.